Event description:
It was reported that the patient experienced diplopia post-ablation which used a stable point catheter. CT scan revealed a microinfarction in the brain. The doctor's advised that a blood clot or carbonized material from the ablation may have been blown away. It was observed that after the procedure, there was a small amount of what appeared to be a blood clot on the ablation catheter. However, at the time of the procedure, the physician did not report it and received a report when the patient health problem became apparent. The physician also stated the activated clotting time (act) during the procedure was difficult to reach. The procedure was completed successfully. The device has already been discarded. The patient's current condition is unknown.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.